Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. Reportedly there was difficulty visualizing the clip. The clip was implanted. The final mr grade was <1. On (B)(6) 2025 a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 2-3. Retrospectively, the slda may have occurred due to insufficient posterior leaflet insertion, though this was not confirmed. The physician believed the slda was due to the patient's very short posterior leaflet and huge prolapsed anterior leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in mitral valve insufficiency/regurgitation per the physician was due to the patient's very short posterior leaflet and huge prolapsed anterior leaflet. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. Reportedly there was difficulty visualizing the clip. The clip was implanted. The final mr grade was <1. On (B)(6) 2025 a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 2-3. Retrospectively, the slda may have occurred due to insufficient posterior leaflet insertion, though this was not confirmed. The physician believed the slda was due to the patient's very short posterior leaflet and huge prolapsed anterior leaflet.